Event description:
The field engineer reported that the left monitor was blacked out. This would result in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.